Manufacturer narrative:
Medtronic investigation of returned suspect battery charger board finds that the board did not cause the event. The charger 1 board passed functional output bench testing. All channel outputs were within the specified range on each channel. Visual inspection noted leaking capacitors. Installed charger 1 board on test imaging system and it functioned as expected. System charged, and 2d and 3d imaging were consistently successful with xl patient thickness and hd and chest anatomy selected. No functional problem found.

Manufacturer narrative:
A medtronic representative inspected the imaging system finding a malfunctioning battery charger board to be the root cause. The part was replaced on the system and the issue was resolved. The part has not been returned for evaluation. System inspection following part replacement was completed and full system functionality was restored. The system has been returned to the customer.

Event description:
A medtronic representative reported that the voltage corresponding to one of the imaging system battery chargers was too low. No patient was involved when this was discovered.